Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition could not be confirmed. Visual inspection acceptance criteria are "no loose foreign material (lfm) when inspected at 1x magnification." No lfm could be found on the device when inspected at 10x magnification. Also, the package is in good condition with no defects of the peelable or terminal seal.

Event description:
Report received from (B)(6), stating that there was debris inside the sterile packaging. The device was not being used in surgery. There was no injury or medical intervention. The date of event is unk. There was no add'l info provided.